Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97754, serial (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the lead components of the patient¿s implantable neurostimulator (ins) eroded (were ¿sticking out¿) through the skin. It was initially thought that the doctor would be able to ¿just be able to take system and bury it deeper¿ but, if they truly eroded through, they were contaminated and were unable to implant them back under the patient¿s skin due to sterility concerns. The cause of the erosion issue was unknown. The ins and lead were then removed and no other devices were implanted. The patient outcome was reported as still recovering from the surgery. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.